Manufacturer narrative:
This report is for an unknown tomofix plates and screws/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: akamatsu y., et al (2018) effect of increased coronal inclination of the tibial plateau after opening-wedge high tibial osteotomy, the journal of arthroscopic and related surgery, vol 34, no 7, pp 2158-2169 (japan). This study aims to assess whether increased mpta after owhto affected radiographic coronal alignment, clinical outcomes, and arthroscopic cartilage findings. Between april 2014 and march 2015, a total of 103 patients with osteoarthritis (oa) were included in this study. The mean age of all patients was 65.3 - 7.2 years. These patients were divided into 2 groups: 43 knees in the normal group and 43 knees in the increased group. Medial osteotomy gap was fixed with tomofix (depuy synthes, bettlach, switzerland) and locking screws. The hardware were removed at approximately 1 year after owhto, and the mean time between owhto and hardware removal was 355.7 days (range, 343- 371 days).second-look arthroscopy was performed in every patient concomitantly with removal of hardware. The following complications were reported as follows: amount of overcorrection in both group. The increased group was higher than that in the normal group. Cartilage deterioration in the lateral femoral and tibial condyles at the time of second look arthroscopy was present in both group also did not differ significantly between the 2 groups. For medial femoral condyle 24 cases had no regenerative findings in normal group and 18 for increased group. For medial tibial condyle 26 cases had no regenerative findings in normal group and 22 in increased group (B)(6) year-old woman with a postoperative medial proximal tibial angle (mpta) of 100.6 and femorotibial angle of 165.5. Cartilage regeneration in both the medial femoral and tibial condyles, partial coverage with fibrocartilage was found at the time of second-look arthroscopy. This report is for an unknown synthes tomofix plates and screws. This is report 1 of 2 for (B)(4).